Event description:
On (B)(6) 2020, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). They reported that the patient had an MRI on (B)(6) 2020 the pump stalled and came back on two hours later. Ever since then, the patient has not been getting pain control. There were no alarms and no issues noted in the logs. Sometime after the MRI, they did a refill of the pump and were expecting 5 ml and got back 20 ml. The patient also reported flu-like symptoms around that time so they lowered the dose. The rep stated they planned to do a dye study, but were unable to aspirate the catheter. The issue was not resolved through troubleshooting. The rep stated they planned to do a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving bupivacaine (3 mg/ml at 0.4506 mg/day) and hydromorphone (20 mg/ml at 3.004 mg/day) via an implantable infusion pump. It was reported that during a refill a volume discrepancy was found. They were expecting 5.5ml and withdrew 20ml. The patient also had flu-like symptoms. It was noted the patient had an MRI sometime in (B)(6) 2020 and the pump had a normal MRI motor stall right afterwards, which was reviewed to be expected. The caller was wondering if that could have caused the discrepancy and it was reviewed it was more likely the catheter. It was noted that the patient had a fall and that could have contributed. Considerations were reviewed. No further complications were reported.